Event description:
The user reported numerous occlusion alerts during the administration of small bolus doses, despite changing insulin, cartridges, infusion sets, and needles multiple times per day. There was no reported impact to the customer¿s blood glucose level at the time of the event. A replacement pump was arranged and the patient declined to share an alternate method of insulin therapy.